Event description:
Boston scientific received information that this lead and associated device displayed a gradual rise in shock impedance to 130 ohms for this single coil lead. It was advised that the system continue to be monitored. No adverse patient effects were reported. This system remains in service. Additional information received indicated that this implantable right ventricular (rv) defibrillation lead exhibited a high out-of-range shock impedance measurement of 151 ohms, and later 164 ohms. Defibrillation threshold (dft) testing was performed at the end of february 2021, and the shock impedance measurement was 80 ohms at that time. It was noted that it took two shocks to convert the rhythm. No oversensing and no changes in thresholds were observed. The gradual rise in shock impedance measurements suggested lead calcification. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed a gradual rise in shock impedance to 130 ohms for this single coil lead. It was advised that the system continued to be monitored. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
Boston scientific received information that this lead and associated device displayed a gradual rise in shock impedance to 130 ohms for this single coil lead. It was advised that the system continue to be monitored. No adverse patient effects were reported. This system remains in service. Additional information received indicated that this implantable right ventricular (rv) defibrillation lead exhibited a high out-of-range shock impedance measurement of 151 ohms, and later 164 ohms. Defibrillation threshold (dft) testing was performed at the end of february 2021, and the shock impedance measurement was 80 ohms at that time. It was noted that it took two shocks to convert the rhythm. No oversensing and no changes in thresholds were observed. The gradual rise in shock impedance measurements suggested lead calcification. This lead remains in service. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to high out-of-range shock impedance measurements. The ICD was also explanted and replaced with no recent device allegations. It was noted that intravenous antibiotics were administered during the revision. No additional adverse patient effects were reported. This lead will not be returned for analysis as it was retained by the explanting hospital.